Manufacturer narrative:
An event of aortic regurgitation, cusp tear, and prolapse was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve that was implanted in the patient's aortic position. A mitral valvuloplasty was conducted along with the trifecta gt valve implant. The problem on the mitral valve (mitral regurgitation) recurred, and on (B)(6) 2017, mitral valve repair (mvr) was performed. When the visual field was secured for the mvr, there might have been influence on the trifecta gt valve through the valsalva sinus, because the leaflets wrapped the stent post from outside on the trifecta gt valve. This indirect influence might have caused early structural valve deterioration on the trifecta gt valve. There was no symptom such as acute heart failure, but aortic regurgitation occurred on the patient, and a re-do aortic valve replacement (avr) was performed on (B)(6) 2020. Upon explant, a tear was confirmed on the non-coronary cusp (ncc) side below the right coronary cusp (rcc) and ncc commissure, and that part was prolapsed. The trifecta gt valve was successfully explanted and replaced by a inspiris resilia aortic valve to resolve the event. The patient is stable.